Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead exhibited high impedance, undefined impedance, oversensing, short v-v intervals, insulation damage, possible fracture, no capture, and the helix would not retract during explant. The lead was turned off and was later explanted and replaced. The right atrial (ra) lead exhibited high thresholds. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.